Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the ins was removed (B)(6) 2018 and would be returned for analysis. The ins was replaced with a non-rechargeable device. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) determined that the device passed all testing in the laboratory, and no anomalies were identified. The ins was received with no telemetry and no output. Normal recharging started automatically after approximately 7 minutes of passive recharging at body temperature with 1 cm of spacing between the recharge antenna and the ins. After successfully recharging the ins, it passed functional testing. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient is having trouble with recharging. The rep tried removing batteries, adjusting position, and pushing on the implantable neurostimulator (ins) header block, but was unable to interrogate the ins with the tablet. The rep stated that the controller will display ¿circles¿ and then a ¿no device found¿ message. The rep was able to confirm that they were seeing screen 16. Technical services explained passive recharge session successfully. It was noted that passive recharge values were all 100 (low, current, and high values). Additional information received from the rep indicated that the patient¿s controller had been in passive recharge for 30 minutes. They stated that the device would show ¿check for recharge quality¿, but then revert back to the passive recharge screen. Technical services had the rep disable, re-enable, and then go through the passive recharge cycle again. The rep mentioned that the ins is tilted, and hey can feel the header block, but not the rest of the ins. Technical services reviewed that if the recharging issues persist, the patient may need an x-ray to confirm the ins position. No further complications or patient symptoms were reported or anticipated.